Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted : (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and dizziness. It was also reported that the right ventricular (rv) lead exhibited a possible fracture, high impendence, oversensing and noise. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.